Event description:
It was reported that the device was near elective replacement indicator (eri) and had inappropriately reverted to magnet rate. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant medical products: 4076-45, implantable pacing lead, implanted (B)(6) 2007. (B)(4).